Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet. X-ray inspection found the inner coil inside the connector region pulled out consistent with procedural damage. Unable to remove the stylet from the lead due to blood / tissue clogged and overtorque of the inner coil. The reported event of a stuck stylet was confirmed. The cause of the reported event was isolated to the inner coil being clogged with blood / tissue and overtorque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet could not be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.